Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-n. Corrected brand name: base unit servo-n d4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600. It was reported that the ventilator failed the internal leakage test and the flow transducer test during the pre-use check. Our field service engineer investigated the ventilator on-site. During troubleshooting, the pre-use check again failed the internal leakage test and the flow transducer test. To address the issue, the air gas module was replaced. After replacement, the ventilator passed all calibration, functional, and safety tests and was returned to the customer for clinical use. The provided device logs confirmed the failed pre-use check tests during troubleshooting. The replaced air gas module was returned for further investigation. Simulated use testing of the returned gas module failed the internal leakage test and the flow transducer test during the pre-use check. After the pre-use check, ventilation was performed, and the device started to alarm for high respiratory rate and showed abnormal volume curves on the display. After ventilation, a visual inspection revealed that one of the components, c9, on a circuit board inside the gas module was broken due to excessive mechanical force. One possible reason for this component breaking off could be that the gas module was dropped on the ground. To determine if other factors might have also contributed to the gas module malfunction, the broken c9 component was replaced with a functional one. Replacing the c9 capacitor resolved the issue completely. In conclusion, the replaced gas module was identified as the cause of the failure. No definitive root cause of why the capacitor c9 was broken has been established for this reported issue. Nevertheless, it can be inferred that excessive force might have been applied to the gas module, as evidenced by the broken component.

Event description:
Manufacturer's ref:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).